Event description:
Boston scientific received information that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) the left ventricular (lv) port was not plugged even though an lv lead was not implanted. During the procedure, the patient had crashed and the local boston scientific field representative had thought that the lack of a lv port plug may have contributed to the patient's symptoms. Boston scientific technical services discussed that the device is hermetically sealed and that the patient's symptoms were unlikely related to a port plug not being used. After the patient stabilized and during the same procedure, the pocket was re-opened and a port plug was inserted. The device remains in service. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.